Event description:
It was reported that during a lobectomy procedure, although the sound was normal, it felt not to cut at all. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.